Manufacturer narrative:
Updated fields d9 and h3.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the proximal set up joint (psuj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and found to have error 23062 in the field logs. The unit was installed on an in-house system where it behaved as expected. The psuj was then installed on a test fixture and passed all relevant testing. Based on the results the constant force spring (cfs) rotor motor was found to be the consistent with the error codes pointing to the issue in the suj. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the cfs rotor motor within the suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The issue was documented as a re-occurring event, and all repair details were referenced in a separate service order. The complaint was captured for record-keeping purposes. ,

Event description:
It was reported that during an incisional hernia tapp procedure using the da vinci 5 system, the site experienced an issue with arm 1 errors. The site indicated that this issue had occurred previously, and this service request was opened to document information from the earlier procedure. Technical support troubleshooting was referenced, and all repair details were to be captured in a separate field service order. The procedure was completed with no report of patient injury or death.